Manufacturer narrative:
The returned device was evaluated. Visual inspection revealed no external damage. The unit was able to power on via stock batteries. During power on testing, some of the led segments were unable to illuminate. The system board was replaced and all segments were able to properly illuminate. The failure was isolated to a sub component on the system board. A service history record reveals this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Event description:
The customer reported a top segment was missing on the spo2 side. No patient impact or consequences were reported.